Event description:
It was reported to philips that the battery was showing a shortage when put on the charger and would not charge. The customer requested assistance from a philips representative. The customer explained that the battery for their device was faulty and needed to be replaced. The service order was initiated as a means for the customer to obtain a replacement battery under warranty and an evaluation of the device was not requested. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was noted that when inserted into the cadex charger, the unit yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Further troubleshooting revealed that the failures were being caused by an open f1 fuse. Upon conclusion of the analysis, the reported problem was verified and the battery was found to be defective. Based on the available information, it was determined that this was a malfunction of the battery. A replacement battery was ordered under warranty to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the battery was showing a shortage when put on the charger and would not charge. There was no patient involvement.